Manufacturer narrative:
Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter. (B)(4).

Event description:
It was reported an alarm was heard and telemetry confirmed a critical alarm occurred. The alarm was due to zero ml reservoir volume reached. The patient missed the refill appointment and the empty pump reservoir occurred on (B)(6) 2014. The patient did not experience any symptoms. The pump was refilled and the patient recovered without permanent impairment. The pump was delivering morphine (10 mg/ml at 4.528 mg/day).